Manufacturer narrative:
Updated h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be that the high-energy endo therapy accessories, such as lasers and high-frequency endo therapy accessories, may have been used without maintaining enough distance from the tip of the endoscope. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). We have confirmed that the inspection method for the issue is described in "chapter 3: preparation and inspection_3.3 inspection of the endoscope" in the gif/cf/pcf-290 series instruction manual operation section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the distal end and plastic distal end cover has a burn. There were no reports of patient involvement.